Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged the system was 1-3cm inaccurate during a l4-5 transforaminal lumbar interbody fusion (tlif). The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The system has been used successfully since the reported issue with no allegation of malfunction. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy. Unable to determine root cause with available information.

Manufacturer narrative:
Patient ID# now provided. Patient weight is not available. It was originally reported that "the surgeon alleged the system was 1-3 cm inaccurate during decompression l4-5 with cortical screw placement." However, it was later reported that the amount of inaccuracy alleged was 1-3 mm, not 1-3 cm.

Manufacturer narrative:
Patient identifier and weight were unavailable from the site at time of this report. Software evaluation has not been completed at the time of this report.

Manufacturer narrative:
This event was originally reported as an adverse event, but is actually just a product problem. No adverse event occured.